Event description:
The haptic of the lens tore when it was being loaded into the delivery device. Another lens was used for the procedure.

Manufacturer narrative:
This form was completed by the manufacturer.